Event description:
It was reported that this pacemaker stored several atrial tachy response (atr) episodes, and one was thought to be due to a combination of av search and sensor rate pacing. Technical services (ts) was consulted and discussed they were unable to rule out the correlation. However, ts discussed additional data may be needed. Ts further discussed additional programming considerations. The field representative indicated that programming changes were made to mitigate any inappropriate pacing. However, there have been additional episodes of atrial arrhythmias which the patient has experienced palpitations. The field representative indicated that due to the nature of the episodes, it has been difficult to determine if they were device mediated as the patient also has spontaneous atrial arrhythmia and a high premature ventricular contraction (pvc) burden. An arrhythmia team at the clinic is reviewing the episodes for pharmacological therapy. The pacemaker remains in service and no adverse effects were reported. Additional information was received that the patient attended the clinic for programming changes. Rate response and av search features were programmed off. It was noted that following these changes, the patient still had episodes of spontaneous atrial flutter which they were symptomatic of the fast ventricular response. Additional information was received that the patient experienced additional undersensing leading to functional over pacing due to premature ventricular contraction (pvc) programming. The atrial pacing induced atrial tachycardia and atrial fibrillation (af). The patient started new anti arrhythmic medication and will continue remote home monitoring follow-ups.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this pacemaker stored several atrial tachy response (atr) episodes, and one was thought to be due to a combination of av search and sensor rate pacing. Technical services (ts) was consulted and discussed they were unable to rule out the correlation. However, ts discussed additional data may be needed. Ts further discussed additional programming considerations. The field representative indicated that programming changes were made to mitigate any inappropriate pacing. However, there have been additional episodes of atrial arrhythmias which the patient has experienced palpitations. The field representative indicated that due to the nature of the episodes, it has been difficult to determine if they were device mediated as the patient also has spontaneous atrial arrhythmia and a high premature ventricular contraction (pvc) burden. An arrhythmia team at the clinic is reviewing the episodes for pharmacological therapy. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this pacemaker stored several atrial tachy response (atr) episodes, and one was thought to be due to a combination of av search and sensor rate pacing. Technical services (ts) was consulted and discussed they were unable to rule out the correlation. However, ts discussed additional data may be needed. Ts further discussed additional programming considerations. The field representative indicated that programming changes were made to mitigate any inappropriate pacing. However, there have been additional episodes of atrial arrhythmias which the patient has experienced palpitations. The field representative indicated that due to the nature of the episodes, it has been difficult to determine if they were device mediated as the patient also has spontaneous atrial arrhythmia and a high premature ventricular contraction (pvc) burden. An arrhythmia team at the clinic is reviewing the episodes for pharmacological therapy. The pacemaker remains in service and no adverse effects were reported. Additional information was received that the patient attended the clinic for programming changes. Rate response and av search features were programmed off. It was noted that following these changes, the patient still had episodes of spontaneous atrial flutter which they were symptomatic of the fast ventricular response.